Event description:
It was reported that balloon rupture occurred. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.